Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the device was electively explanted and has been returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The only additional information provided was that this occurred during an ablation procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low pacing and low shock impedances on this right ventricular lead. In addition, the pacing impedances on the right atrial lead had declined from the mid 500 ohms range to the mid 300 ohms range. Lastly, there was noise present on all three channels that was oversensed resulting in pacing inhibition. However, the patient did have an underlying rhythm. No adverse patient effects were reported. The patient was to be further evaluated for these issues.